Manufacturer narrative:
The affected device was examined on site by dräger service and the service report and log file were made available for further investigation at the manufacturer¿s site. The log file showed that the ventilator had performed a single restart on the day of event. However, no device malfunction was identified and there was no indication of a permanent technical deviation found in the log file. Therefore, a definite root cause could not be determined. The hard disk of the device and the oxygen sensor (pato) were replaced by dräger service as a precautionary measure; the device was then checked in accordance with the manufacturer¿s specification without any deviations. As a safety feature of the system, the safety software analyzes and verifies the proper functioning of the device. If the safety software detects a deviation within the device, a restart of the ventilator is triggered with an accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During this time, the emergency-breathing valve remains open to ambient allowing the patient to breathe spontaneously. After a successful restart, the ventilation is automatically resumed and continued with the current settings. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device switched off completely during use on a covid patient and then switched on again. The ventilation mode remained unchanged. No patient health consequences were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Based on the logfile analysis, the reported vent fail could be confirmed. According to the log entries, the supervisor function of the device detected a wrong motor position and forced a shutdown of automatic ventilation. The shut-down was accompanied by a corresponding alarm. During on-site checking in follow-up to the event, the issue could be duplicated by the draeger technician, and the ventilator assembly was replaced as a consequence. It was further confirmed that the ventilator assembly has not been replaced before. Since the device was manufactured in 2012, meaning that the motor was nearly 13 years old, it could be concluded that wear and tear was the root cause for the malfunction. Wear-and-tear related abrasion of the collector disc results in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. These speed fluctuations may result in a deviation between intended and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. The device design allows manual ventilation with the built-in breathing bag including gas dosage even in switch-off state - this allows at least the bridging of patient support until a replacement device can be introduced. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after almost 13 years of use; no patient consequences have been reported. The repair exchange has fully solved the device problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured. Additional information regarding MDR no.: the initial MDR was provided 2024-12-05 with the MDR no. 9611500-2024-00537 (our reference (B)(4). On the same day, another incident (our reference (B)(4) with another initial MDR report was created under the same MDR no. And this was not acknowledged by the FDA due to being a duplicate. However, it was noticed that a final MDR was provided 2025-01-22 for the other case (our reference (B)(4) linked again to the MDR no. 9611500-2024-00537. This was corrected with a combined report for that case (ref. (B)(4) with MDR no. 9611500-2025-00048. So, this follow-up report is now submitted content-whise as a final report under MDR no. 9611500-2024-00537 as a final report was already submitted with that MDR no.